Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-07200. Reference MFR report: 1627487-2013-07202. Reference MFR report: 1627487-2013-07203. It was reported, the pt only had stimulation on her right side, and that she wanted stimulation on the left and in her back as well. The sjm representative met with the pt and determined the right lead was unable to provide stimulation due to all of the contacts on the lead showing invalid impedances. In addition, the pt also reported, she was experiencing a heating and a stinging sensation at the ipg site while recharging the ipg. A replacement charging system was sent to the pt. It was reported, the physician planned to undertake surgical intervention to replace the suspect lead and the ipg at a future date. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.